Event description:
Patient had an infection at the generator incision site. The patient was reportedly doing well at last programming appointment but had reported localized irritation of the generator incision site from their clothing. A small raised blister was noticed at that time and the patient was referred for follow-up. At follow-up appointment 10 days later, a 10-day course of oral antibiotic treatment was prescribed. The pulse generator was explanted. The infection is reportedly resolved and re-implant is planned.